Event description:
The customer reported that the insulin pump had a high pitch sound, and it was shut off. The blood glucose reading was 158mg/dl. The customer attempted to remove the battery cap with no results. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with stripped battery cap coin slot. Frozen screen and constant tone due to moisture damage on the electronic and motor assembly. Unable to confirm blank display.